Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon broke after use....medical attention...product was removed [foreign body in reproductive tract. Tampon broke after use device breakage. Tampon broke after use....product was removed [complication of device removal] case narrative: consumer reported via phone that the tampon broke after use. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon broke after use....medical attention...product was removed [foreign body in reproductive tract]. Tampon broke after use [device breakage]. Tampon broke after use....product was removed [complication of device removal]. Case narrative: consumer reported via phone that the tampon broke after use. No serious injury was reported.

Event description:
Tampon broke after use....medical attention...product was removed [foreign body in reproductive tract]. Tampon broke after use [device breakage]. Tampon broke after use....product was removed [complication of device removal]. Case narrative: consumer reported via phone that the tampon broke after use. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon broke after use....medical attention...product was removed [foreign body in reproductive tract] . Tampon broke after use [device breakage]. Tampon broke after use....product was removed [complication of device removal] . Case narrative: consumer reported via phone that the tampon broke after use. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation on pqc(product or component; retained in body), completed on may 15,2023. An investigation is in progress for newly add a pqc(product is coming apart, in pieces, shredding) on may31,2023.

Event description:
Tampon broke after use....medical attention...product was removed [foreign body in reproductive tract] tampon broke after use [device breakage] tampon broke after use....product was removed [complication of device removal] case narrative: consumer reported via phone that the tampon broke after use. No serious injury was reported.